Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence since device activation. Surgical intervention was performed and, during the procedure, a hole that caused fluid loss was confirmed in the pressure-regulating balloon (prb) tubing joint. The balloon and cuff were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence since activation of the device. Therefore, at a later time, the patient underwent a surgical intervention. During the procedure, a hole that caused fluid loss was confirmed in the pressure-regulating balloon (prb) tubing joint. Therefore, it was decided to remove and replace the prb and the cuff. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The returned balloon component was visually and microscopically examined, and leak tested. Visual analysis identified a wide hole in the pressure regulating balloon (prb) where the balloon component is bonded to the kink resistant tubing (krt) adapter. The hole appearance was consistent with fatigue at the sphere adapter junction. Fluid leak was observed to be leaking from the hole. The probable cause of the reported clinical observations can be traced to the hole in the balloon component. Incontinence is a known risk associated with this type of implant and it noted as such in the device instructions for use.